Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was giving a "gas device failure" error message. They tried to use the device on other bedsides and replaced the water trap and all cables, but the issue persisted. The issue was discovered at setup. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving a "gas device failure" error message. They tried to use the device on other bedsides and replaced the water trap and all cables, but the issue persisted. The issue was discovered at setup.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving a "gas device failure" error message. They tried to use the device on other bedsides and replaced the water trap and all cables, but the issue persisted. The issue was discovered at setup.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was giving a "gas device failure" error message. They tried to use the device on other bedsides and replaced the water trap and all cables, but the issue persisted. The issue was discovered at setup. Investigation summary: routine troubleshooting by changing the water trap, bedside, and cable did not resolve the issue. An exchange unit was sent to the customer, and the complaint device was returned for evaluation. During evaluation, the reported issue of a "gas device error" message was duplicated, and diagnostic testing indicated pneumatic hardware failure. The root cause was determined to be the unit's pump, which was replaced during repair. A review of the device's complaint history by serial number reveals no other complaints. Nihon kohden will continue to trend and monitor. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.